Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead 2003 (B)(6). (B)(4).

Event description:
It was reported that on interrogation a low impedance alert triggered on the right atrial (ra) lead. The lead was programmed unipolar for pacing and sensing and remains in use. No patient complications have been reported as a result of this event.